Event description:
It was reported that the pt is no longer receiving stimulation and is unable to communicate with her ipg or charge. An sjm rep met with the pt and confirmed the issue. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.